Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator generated a false asystole alarm that did not stop when the alarm reset button was pressed, while pacing a patient in an operating room. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.